Event description:
Patient reported approximately 1 month after injection to the cheeks with juvederm voluma they developed itching, redness (intermittent) like sunburn, dryness and flaking of cheeks. Patient's injecting physician did not recommend any treatment and patient, a nurse, self treated with keflex, zyrtec, and "bepanthen" cream. Symptoms are ongoing.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The events of itching and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.